Event description:
Pca implants were removed because of infection due to traffic accident.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6293-0-120, pca e series hip left #2, lot code: unknown, cat. No.: 6287-5-052, pca ace/deep socket shell 52mm, lot code: unknown, cat. No.: 6284-0-226, 26mm +5mm femoral head, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.